Event description:
It was reported during prior to routine generator change-out that the right ventricular lead exhibited increased capture threshold. The lead was capped on (B)(6)2022 and successfully replaced. The patient was stable and asymptomatic.